Event description:
It was reported by the leading surgeon, that a female patient underwent a revision surgery due to the nail breaking 4 month post op.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplement.